Event description:
I've been on crutches daily following the implant of johnson/johnson-depuy total hip replacement. Since the chondroitin, I've been taken daily for 35 yrs had discontinued working, I elected to have the right hip replacement done. Never, never, should have gone with the depuy device, for I would still be walking, driving, and caring for my needs. Now dependent on others for everything, and am not able to leave the security of my home. Taking a narcotic (tramadol), around the clock. Nevertheless, pain, and now the loss of wrists, and shoulders' movement, as well as the opposite leg are beginning to hurt and malfunction. The (B)(6) just informed me in late (B)(6), that they would not be able to represent me. Unsure of their reasoning, but need to find help soon. (B)(6) advised me to report this recall and my condition to you. I have been an avid sports person, since college days, enjoying the following activities on a daily/weekly schedule, with tennis, swimming, skiing, (nordic & alpine), back packing, mountain bicycling, sailing, and golfing. Now I can't walk out of my front door to pick up my mail each day! I am not a chronic complainer, but this is not the quality life I desire, with this painful an tenuous lifestyle. Each day that passes allows me to believe in euthanasia. Sincerely, (B)(6). Swim once or twice a week for 2 yrs; three sessions of physical therapy for 8 wks three times in two years. Hurt terribly and knew something was wrong!!!!!! Dates of use: (B)(6) 2009 - (B)(6) 2011. Reason for use: doctor recommendation.